Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0265f, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot# va012ra, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and loss of bladder control. The patient stated that she was leaking and needed to wear a diaper and a pad. The patient stated that sometimes she went through a pad for two hours and sometimes went through one in eight hours. The patient mentioned that she saw her health care provider (hcp) ¿two to three weeks ago¿ and a ¿procedure¿ was done. The patient went to see the hcp because her programmer was showing that she had reached her upper limit and could not increase stimulation any higher. The hcp resolved this issue and the patient was able to increase stimulation again up until the day of the report. The patient was on program 4 at 3.1 volts and stimulation was on. The patient put it there on (B)(6) 2013 but it was not helping so she tried increasing stimulation again and saw the upper limit had been reached again. The patient was unable to adjust stimulation. The patient stated that she could not keep going back to the hcp for this. The patient noted that she was feeling some stimulation and it was comfortable. The patient also mentioned that therapy had helped some. The patient also thought she had a urinary tract infection (uti) ¿two weeks ago.¿ the patient gave a specimen to the hcp ¿two weeks ago¿ but had not heard anything back. Two weeks later it was reported that the patient received assistance from her hcp and manufacturer representative and her concerns were resolved on (B)(6) 2013. The patient noted that she had an appointment in one month. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the implantable neurostimulator (ins) battery was depleted. Hospitalization was not required for the event. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.